Event description:
It was reported to boston scientific corporation that an exalt? Model d was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. The ercp was successful with no problems observed during or in post-op. Patient was discharged. That night the patient was admitted to the emergency room and transferred back to the hospital that weekend due to abdominal pain. The patient had peritonitis. A duodenal perforation was identified on the contralateral wall from the ampulla. The patient was taken to surgery; the perforation was successfully closed. The patient is doing well and expected to fully recover.

Manufacturer narrative:
Block h6 imdrf f1901 is being used to capture the reportable event of additional surgery. Imdrf f08 is being used to capture the reportable event of hospitalization or prolonged hospitalization patient code e2114 is being used to capture the reportable event of perforation. Patient code e1024 is being used to capture the reportable event of peritonitis.